Event description:
A malfunction was reported on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no corrective action to address the elevated bg level. Technical support assisted by providing pump reset information, and the caller successfully reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the caller acknowledged and understood.